Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 11:39:48. During night drain cycle four, the patient's ultrafiltration reading was 1404ml, indicating the home patient (hp) drained 1404ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional relevant information is received, a follow-up will be sent.